Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that related to the reported issue.

Event description:
The surgeon reports explanting the crystalens iol from the pt's left eye approx seven weeks after implantation due to an unspecified hinge defect. The crystalens was replaced with a different lens of 20.00 diopter power. No additional information could be obtained from the customer.